Manufacturer narrative:
The reported event of over-sensing/noise was not conformed. The device was above electrical replacement indicator (eri) level upon receipt. Visual inspection of the header found no contamination, and no anomaly related to the field concern. Electrical and mechanical analysis performed, indicated normal functionality. Sensitivity test performed at most sensitivity settings found normal results and no noise issue was detected. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and atrial leads. In addition, the oversensing on the atrial lead resulted in inappropriate mode switch. As the root cause of the oversensing was unknown, the physician elected to explant and replace both leads and the device. During the replacement procedure, insulation damage was visually confirmed on the rv lead. The patient was in stable condition.